Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.